Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a missing needle cover is inconclusive due to the state of the returned sample. One 22 g x 1 in. Safestep infusion set with a valved y-site was returned for evaluation. An initial visual observation showed a clear liquid within the tubing of the infusion set. Both pinch clamps on the extension tubing were observed to be engaged, and no dust cap was returned on or with the sample. A needle cover was returned on the needle of the returned sample; however, the complainant specified this needle cover was from another sample. The opened state of the packaging made it difficult to assess when and where the needle guard allegedly became detached and/or went missing. Possible causes include improper kit assembly and misplacement of the component after opening. A lot history review (lhr) of ascus0219 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that no needle cover. It was stated the rn take other needle cover to it. No other information was provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of ascus0219 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that no needle cover. It was stated the rn take other needle cover to it. No other information was provided.